Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were three related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified biomet 3i restorative manual, instrm rev c 09/16 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite® hexed screw it is recommended to torque at 20 ncm. The complainant reported that the screw used for ucl abutment cased into a bar was loosed. The complaint could not be verified, as the products were not returned and the reported event could not be replicated. A root cause could not be determined for this complaint.

Event description:
Doctor reported that ucla abutment cased into a bar with and attached with iunihg screws loosened.